Manufacturer narrative:
A medtronic representative performed an on-site evaluation of the imaging system. There was a motion calibration that was required, and one of the covers had physical damage. The calibration was completed. The cover was not returned for medtronic's evaluation. A replacement cover was shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. (B)(4).

Event description:
Site reported that during a spinal fusion case, the imaging system gave an error regarding the motion controllers on the pendant. Despite multiple reboots, the issue persisted. Site discontinued use of the imaging system. Procedure was successfully completed with no adverse effect on patient outcome.